Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a pump error alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that they were not able to clear the alarm and unable to complete the rewind process. Customer also reported that the insulin pump would not turn on even with new battery. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the force sensor and motor during visual inspection. No moisture damage was found on the keypad assembly.